Manufacturer narrative:
Analysis synthesis: upon reception the returned smartview connect was tested and the reported behavior was not reproduced. However, the device could not be paired with a reference pacemaker. In-depth analysis confirmed the reported event with the last transmission date of 1 january 1970. However, since the device was not paired at that time, this screen should not have been displayed. The analysis did not clearly identify the root cause of the event, but the findings suggest it may be related to the simultaneous launch of two programs, instead of just one as intended. It should be noted that this behaviour can only occur under specific conditions, involving a high number of clicks within a short period of time¿specifically on the ¿back¿ button in this case, as confirmed by the log review. In this situation, only one of the two programs was supposed to manage the next steps. However, the second program mistakenly considered the pairing was complete, which led to the wrong page being displayed in the app and most likely caused the observed behavior. This case is retained and utilized for trends purposes.

Event description:
Reportedly, during the pairing procedure, the smartview connect screen was displaying the last transmission with the date of 1 january 1970.

Event description:
Reportedly, during the pairing procedure, the smartview connect screen was displaying the last transmission with the date of 1 january 1970.